Event description:
The initial reporter received a questionable result for one patient from coaguchek xs plus meter serial number (B)(4). At 0806, the meter result was 4.9 inr. At 0952, the laboratory result was 3.68 inr. The laboratory used dade innovin by siemens reagent. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient does not take any heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies or lupus antibodies, had no changes to the warfarin dose, no new medications, no diet changes, no new illness, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's test strips were received for investigation and were tested with a retention meter using quality control materials. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided that would point to a cause for the result discrepancy.